Event description:
It was reported that the spike of the transfer set broke off during peritoneal dialysis therapy on the homechoice device. There was no injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). An actual sample was returned to baxter and an evaluation was completed. A visual inspection was performed with the naked eye and via a clemex intelligent microscope which identified the damaged device, a broken spike. Leak testing performed (eight psi underwater pressure test) with no issues noted. Clear passage test performed with no issues noted. Clamp function test performed with no issues noted. A short simulated therapy was successfully performed. The reported condition was verified and duplicated; though, the cause of the reported event was not determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.